Event description:
On (B)(6) 2011, patient reported having concern with both the up and down buttons on the infusion device not responding. Patient stated, it is mostly the down button causing concern, but the up button will sometimes not respond properly as well. Patient reported he noticed the issue for the first time about 6 months ago. Patient stated he notices the issue when attempting to program a bolus. Patient reported sometimes he has to press the button more than one time to get it to respond. Patient stated this is an intermittent issue. Patient reported the buttons pop back up when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.